Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and verified the reported issue.  After the service agent cleared the device¿s memory and reloaded the software the reported issue could no longer be duplicated.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device has not been returned to (B)(6) for evaluation. The cause of the reported issue could not be conclusively determined. (B)(6) continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a third party service agent that the customer's device was unable to deliver defibrillation therapy during an event involving a patient. The patient, a (B)(6) year-old male, had been admitted to a hospital respiratory ward for several unrelated complications including cerebral infarction. The patient then experienced a cardiac event, later clarified as a myocardial infarction. Medical personnel obtained their device for use and observed that a service indicator was present. Despite the presence of a service indicator they continued to use the device. Medical personnel were able to successfully charge the device; however, when attempting to shock it failed to deliver energy. A backup device was obtained (delay unknown) and used to provide six (6) shocks to the patient. The patient was then transported to a different hospital for additional treatment. It was later confirmed that the patient did not survive the event. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control has not received any additional information regarding the status of the device.  The device was not returned to physio-control for evaluation.  The cause of the reported issue could not be determined.